Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included daily/weekly/monthly self-testing and stress testing without duplicating the customer's report. An internal inspection found no discrepancies. The accessories were not returned to zoll for evaluation. The main board and capacitors were replaced as a precaution.the device was recertified and returned to the customer. Review of the device activity log showed this error was prompting for 4 months before it was addressed by the user. The device will communicate to the user that it is not rescue ready by providing auditory beeps every 30 seconds and displaying a red rescue ready (nvi) indicator. This report has been closed as unaddressed advisory message. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.